Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a restricted brush passage, a cut on switch 1, debris in forceps passage, deep dents and scratches on the distal end plastic cover, a minor chip on the light guide lens, a crack on the bending section cover of the insertion tube and on the plastic distal end cover, minor snakiness of the insertion tube, and slow suction flow of the suction cylinder. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had seed impacted at the suction cylinder. The issue was found during reprocessing for a colonoscopy procedure. The procedure was completed using the same set of equipment without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The customer's allegation regarding clogged suction channel was confirmed. Based on the results of the investigation, the cause could not be specified from the provided information. The event can be prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information regarding the customer's reprocessing methods, but no response was received from the customer. Olympus will continue to monitor field performance for this device.